Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and reddish material was observed inside the pebax. During the second visual inspection a hole was observed on the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of the pebax. It was initially reported by the customer that during the procedure there were inaccurate force reading values displayed on the carto 3 system. The catheter was re-zeroed by the issue persisted. The catheter was replaced and the issue resolved. The case continued. There were no patient consequences reported. The customer¿s reported force issue is not MDR reportable since there is no risk to the patient as a result of the procedure delay. On 5/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the pebax sleeve has reddish brown material inside it. This initial finding was not considered MDR reportable as there was no indication that the integrity of the catheter had been compromised. On 6/7/2019, a deeper visual analysis was performed and found a hole on the surface for the pebax sleeve. The findings of a hole on the surface of the pebax sleeve has been reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 06/07/2019 and has reassessed this complaint as reportable.